Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the perforator was discarded by the customer. It was also noted that there were no failures found for the motor and attachment. This dm0010faa easydrill cranial perforator with lot number 1600/19 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Motor and attachment have been in use for approximately 49 and 25 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during craniotomy procedure for hematoma removal the device safety mechanism did not work. No patient impact reported. It was also reported that this perforator was used along ad03 and pm700. On follow up, it was confirmed that there was no patient or staff impact. The procedure was completed using a back-up device.